Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - head. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified a yellow dried film on the inside of the cup. Scratching was observed near the bottom of the inner radius. Foreign debris remains affixed to the outer radius. The head remains assembled with the insert and stem upon receipt. Visual inspection found similar yellow film on the head. The outer radius is scuffed such that the finish has become dull. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum pf cup 58odx52id, pn us157858, ln 671250. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-09504. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately ten years post implantation due to pain and elevated ion levels. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: taperloc por lat fmrl 12.5x145, pn 11-103206 ln 948650. M2a-magnum 52-60mm tpr ins std pn 139268 ln 37550. The reported event was confirmed by review of the revision operative notes, which noted pain and elevated metal ion levels. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.